Manufacturer narrative:
Visual examination of the tip of the reduction sleeve found that the sleeve tips are within print specification at the mas head retention features. Visual and optical inspection did not identify any material damage relative to the inner sleeve tip that would indicate misuse. A functional was performed; the subject instrument properly retained both lmc and mmc mating part simulations. Additionally, a functional evaluation was performed on all sleeves and extenders utilizing a sample multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. Dimensionally evaluated m12 thread utilizing gages, the m12 threads passed both gage evaluations, as well as 3mm flat dimension. The 3mm flat was evaluated with a pin gage, and found to be within print specification.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a minimal access surgical procedure. It was reported that the extender would pop off of the screw. The surgery technique was converted to a mini open procedure. No additional patient complications were reported.